Event description:
Customer reported the system is displaying communications and control panel errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ffb and back plane. System operates as intended.